Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined. Factors that contribute to difficulty closing the foot and difficult to remove the device may include, but are not limited to, tissue or suture caught in the foot, posterior cuff partially deployed in the foot. Factors that can contribute to needle to cuff miss and mechanical jam with the plunger may include, but are not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, calcified femoral vessel, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: health effect impact code 4559 removed and 4582 added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right and left common femoral arteries (rcfa and lcfa) using the pre-close technique via 6f sheath holes prior to an iliac artery endoprosthesis procedure. Reportedly, two prostyle devices had resistance pushing in the plungers. There was no needle connection and resistance was noted retracting the levers for both devices. The devices were difficult to remove and required multiple open and closures of the foot before removing. Tissue was noted on the foot of one prostyle device. The sutures of two new prostyle devices were successfully pre-placed in each access site. The sheath was upsized to 9f in one access site and 20f in the other. The endoprosthesis procedure was completed. Hemostasis was achieved with the pre-placed sutures in both access sites. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.